Event description:
Reportedly, the battery of subject device was found at eos (end of service) on (B)(6) 2014. The device was then explanted at the same date. Preliminary analysis of available data showed that on (B)(6) 2014, the battery impedance was at 12.09kohms and the device reached its eri (elective replacement indicator) at that date.

Event description:
Reportedly, the battery of subject device was found at eos (end of service) on (B)(6) 2014. The device was then explanted at the same date.